Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking light/illegible on lot # 0027356. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, scale marking light/illegible) was captured and addressed. Investigation summary: customer returned photos of 3/10cc syringes with a poly bag from lot # 0027356. Customer states that the print in the syringe barrel is not properly printed and part of the scale marking is blurred. The photos were examined and exhibited missing scale markings on the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 0027356 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for missing print. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6). On 13 aug 2020, (B)(4) received a photo complaint. Visual inspection of the photos exhibited (3) syringes with missing print randomly all over the syringes. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: the dial was out of time. Correction: l2l dispatch #92533 was created and the dial was adjusted back into time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla had scale marking issues. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the print in the syringe barrel is not properly printed and part of the scale marking is blurred.